Event description:
The customer reported the ventilator screen froze and alarmed loudly while in use on a patient. The patient was placed on a different ventilator. The customer reported there was patient involvement and no patient harm.